Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "hardening" with "evidence of intracapsular rupture" diagnosed via ultrasound. This record is for the right side. Device has been explanted and replaced.

Event description:
Healthcare professional reported "hardening" with "evidence of intracapsular rupture" diagnosed via ultrasound. This record is for the right side. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported events of rupture and visibility/palpability was received on august 21, 2025, with lot number 2830270. Based on the product analysis performed, the assessments of the complaint codes are: rupture: observed broken device assessed as fold flaw opening and missing shell observed assessed as inconclusive. Visibility/palpability: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and non-penetrating nick were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.